Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the first day of placement, removed the tube and was giving it a quick rinse before inserting it again when noticed a hole in the tube and saw water squirting out of it. Since the stool volume wasn¿t particularly large, hadn¿t noticed this when I first placed it. Since hadn¿t used it in any unusual way, believe this is a product defect.